Event description:
A report was received that a pt's ipg was explanted, due to a pocket infection. The pt was put on antibiotics and is reportedly, doing well following explant surgery.

Manufacturer narrative:
The explanted ipg was discarded by the medical facility and will not returned to bsn for further evaluation. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory. This is the final report.